Event description:
Customer uses product to hold insulin infusion set, places infusion set on skin, covered by non-smith & nephew dressing, then ported dressing perpendicular to first dressing, lastly adds iv3000 at an angle. Top dressing comes off when moisture is present, and infusion set dislodges and blood sugar increased. Occasionally tape causes a rash.